Event description:
Additional information was received noting that the patient was still having concerns regarding their device or therapy. They were still waiting for approval and a surgery date for battery change.

Event description:
It was reported that the patient had a warm feeling at their pocket. The patient felt warmth at their pocket site and it could feel hot. The heat was odd but not painful and was not related to recharging. A therapist that gave the patient a massage noticed heat. It wasn¿t known if the warmth at the pocket had a sudden onset or if it was gradual. No redness or swelling was reported. The patient did not have a fever. The symptoms were at the implantable neurostimulator (ins) location. No known accident or incident was related to this complaint. The patient did have a fall but it wasn¿t known if the patient fell on their stimulator and it was not clear if the warmth was associated with the fall. This issue occurred with stimulation on and it was unknown if the warmth occurred with the stimulation off. The patient tried turning stim off but not for longer than 1 hour. The patient did not have any shocking with their stimulation and had not experienced any changes in their stimulation. It was also noted that the patient did experience a lot of stimulation changes with posture and used their programmer to change voltage with these position changes. The patient was charging daily. The issues started recently in relation to (B)(6) 2014, but the patient wasn¿t sure of an exact date. It was reported to the rep and health care provider (hcp). The patient met a manufacturer representative on (B)(6) 2014 and their impedances were within a normal range. The patient had been working to schedule a revision but authorization issues kept pushing it back. The rep had recommended to the patient that they call their physician and have the area checked. The rep had not heard back from the patient. The rep was going to call the patient and try to get an update. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
Additional information received reported the patient contacted the physician about a possible problem with her stimulation battery since august. The patient had gotten the ¿run around¿ for several months. The manufacturer representative (rep) last saw the patient about 1 month ago.